Event description:
The recipient is reportedly experiencing a pneumolabyrinth of the cochlea. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. The recipient's pneumolabyrinth is believed to be successfully repaired. This is the final report.

Manufacturer narrative:
The recipient's cochleostomy was sealed to repair the pneumolabyrinth. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed the electrode was severed along the lead and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.